Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom was not reproduced. Multiple parts were replaced for preventative maintenance at the discretion of the bench technician. Based on the customer's report we are considering this a malfunction but we are unable to determine the cause because the symptom was not reproduced or confirmed when the device was evaluated at philips.

Event description:
The customer reported that the device intermittently fails to power up. There was no reported patient involvement.